Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (over 18 years old). According to the complainant, the balloon was checked during unpacking and no defects were noted. The balloon was placed in the common bile duct (cbd) and contrast was given. Since no stones were located, the balloon was removed from the cbd. When re-inflation was attempted, the balloon broke. No portion of the balloon remained inside the pt. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).